Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead was initially reported as surgically abandoned due to an unknown product performance issue. However, additional information indicates that this lead exhibited a lot noise. This lead also was found to be fractured right past the header/connector pin causing this to snap off when the physician tried to remove it. Part of the this lead remained with the device. This lead was no longer in service. No additional adverse patient effects were reported.